Event description:
It was reported that a patient with percept pc implantable neurostimulator (ins) and legacy leads had active out of regulation (oor) warning. Double monopolar programming in both hemispheres. One contact around 3ma the other contact around 1,5ma. As hcp deactivated the 3ma contact, the amplitude of the other contact decreased automatically to an amplitude lower than the programmed 1,5ma. This also happened in the other hemisphere. They are checking with engineers if this is an intended behavior due to the oor situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.